Event description:
58 y/o male brought to emergency department for c/o sob, epigastric pain, chest discomfort and nausea on (B)(6) 2025 at 1700. Pt being treated for chest pain, pna, pleural effusion, and severe sepsis. In ed, patient was placed on cardiac monitor (nihon kohden). Cxr results: pneumonic infiltration left lung with moderate to large left sided pleural effusion. Cta pulmonary with contrast results: moderate pericardial effusion. Moderate loculated pleural effusion on left. Pulmonary venous congestion. Pneumonic infiltration throughout left lung. Anasarca. EKG with st depression to lower leads. Labs at 1814: wbc 16.8, hgb 7.1, hct 26.3, plt 426, bnp 156, lactate 5.2, trap 15. Abg at 1956: ph 7.42, hco312.1, pco218.3. Pt placed on hfnc. Last recorded hr 127 and rr 21 by nihon kohden at 2002. Vital signs at 2006: temp 37.5, hr 117, bp 159/131, spox 99% on hfnc. At 20 spo2 dropped to 72% and alarm warning alert triggered. Pt was found pulseless around 2040 with leads off. Event and alarm logs extracted. No subsequent alarms triggered after 2024 until 2043 (19 min gap). Based on discussion with biomed, nihon kohden alarm should continue to trigger every 2 minutes unless it was "paused". If silence (which can be done at bedside or central station), clinical alarms will override the silence and continue to alert which did not occur. Pt was found pulseless around 2040. Medical device was sequestered. Biomed performed functional and operational test on the bsm 1700 and g5. This included all parameter testing, alarm testing, electrical safety, and physical inspection with no damage or defects. In addition, biomed verified bsm 1700 and g5 communication back to central station. Results were that all parameters were functional and operational within manufacturer's specification. Testing also performed on central station. Verified alarms, connectivity to server and communication to the patient monitor involved in the incident. All test passed. Event log and alarm log reviewed and analyzed. However, log review is incomplete without further vendor analysis.